Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was reported on (B)(6) 2017 by a company representative. Both the pump and catheter were replaced on (B)(6) 2017. There was no issue with the catheter; it was decided to replace both. Returned pump logs show that the pump had been used to deliver bupivacaine (7.5 mg/ml) and dilaudid (1.5 mg/ml). The logs also show that a motor stall occurred on (B)(6) with a tube set message on (B)(6) and a recovery on (B)(6). Another stall occurred on (B)(6) with a recovery on (B)(6). With another stall occurring on (B)(6) and a tube set on (B)(6). The pump was stopped due to off state on (B)(6).

Manufacturer narrative:
Event now contains a serious injury due to intervention required. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported ¿wc¿ meant (B)(6) so it took a little bit longer to get the replacement approved. The patient was scheduled for her pump replacement on (B)(6) 2017.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
Analysis of the pump on 2017-mar-08 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s log the following medications were being administered: dilaudid with concentration 1.5 mg/ml at a dose rate of 0.0086 mg/day and bupivacaine with concentration 7.5 mg/ml at a dose rate of 0.0428 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained hydromorphone at a concentration of 1.5 mg/ml with a dose of 0.48 mg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had a magnetic resonance imaging (MRI) procedure. The first stall was noted on (B)(6) 2016 followed by more motor stalls and recoveries, and then the pump re-stalled on (B)(6) 2016 with no recovery noted. A stopped pump period may exceed tube set message was noted on (B)(6) 2016. A pump replacement date was not scheduled at that time because the patient was having surgery that week for a different health issue. Increased pain was the only reported symptom. The patient was taking 6 oral hydrocodone daily to help with the pain. The pump early replacement indicator (eri) was in 6 months. Expected residual volume was 17.9 ml, and actual residual volume was 20.5 ml. The representative called back to get the password to program the pump off. Additional information received from the representative reported the replacement had not been scheduled yet. The patient ¿is wc¿, and she was having other medical procedures on (B)(6) 2016. It was determined the cause of the motor stalls was the patient had a bone scan, mammogram, and a thyroid ultrasound around the time of the first motor stall. The patient was being managed on oral medications until the approval from insurance for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.